Event description:
It was reported that at the completion of an arthroscopic procedure on the shoulder, the outflow function on the unit was not working properly. It was further reported that the pt was admitted to the ICU post operatively for observation due to extravasation of the fluid from the shoulder.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.